Manufacturer narrative:
Eitan medical investigated the pump's event log. Investigation findings: no indication of under-delivery was observed in the log that is related to pump irregularities. Conclusion: at this time, there is no indication of any pump irregularities. Eitan medical has requested the pump to be received for investigation. When received, the pump will be tested, and the test results will be presented in an additional report.

Event description:
This complaint was reported by a customer from USA. A delivery issue was reported. No human harm occurred during this event. No medical intervention was required during this event. Since the likelihood of causing or contributing to death or serious injury could not be determined due to insufficient information about the type of drug involved, the complaint is being reported out of an abundance of caution.

Manufacturer narrative:
Eitan medical has conducted attempts to receive the pump itself investigation. However, it was not provided by the customer. As a result, a comprehensive investigation of this event could not be conducted. If the pump is provided by the customer, an investigation will be conducted, and the investigation's findings will be presented in a follow up report.

Event description:
This complaint was reported by a customer from USA. A delivery issue was reported. No human harm occurred during this event. No medical intervention was required during this event. Since the likelihood of causing or contributing to death or serious injury could not be determined due to insufficient information about the type of drug involved, the complaint is being reported out of an abundance of caution